Event description:
The customer reported that the device froze up during the daily shift check.

Manufacturer narrative:
The customer reported that the device froze up during the daily shift check. The device was evaluated at phillips, and the reported symptom was duplicated. The control pca was replaced to resolve the issue.